Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer will replace the breath delivery unit (bdu) central processing unit (cpu) and have a covidien customer support engineer (cse) load the software. The customer notified covidien that the recommended action resolved the reported issue. The ventilator is back in service. Covidien was not authorized to service the device.

Event description:
Covidien received info of ventilator with communication error. The malfunction did not occur during the pt use.